Manufacturer narrative:
The syringe containing approximately 0.7ml of onyx was returned for investigation. The evaluation showed that the catheter ruptured due to over-pressurization. (B)(4).

Event description:
Treatment of an avm (arteriovenous malformation). During the onyx injection, it was reported that the physician was not able to see the onyx through the dead space of the catheter, but only after it was coming out of the catheter. The catheter eventually ruptured as the physician decided to continue injecting the onyx through the catheter. Since access was moved to a different location to continue the embolization during the procedure, the avm was not completely embolized. No injury was reported with the patient as a result of the procedure. Same event as MDR # 2029214-2013-00405.